Manufacturer narrative:
Journal article: coronary bifurcations treated with thin-strut drug-eluting stents: a prespecified analysis of the randomized comparison of biodegradable polymer and durable polymer drug-eluting stents in an all comers population trial authors: rosaly a. Buiten, sanne warta, eline h. Ploumen, carine j.m. Doggen, liefke c. Van der heijden, marc hartmann, peter w. Danse, carl e. Schotborgh, martijn scholte, gerard c.m. Linssen, paolo zoccaa,b and clemens von birgelen journal: coronary artery disease year: 2020 reference: doi: 10.1097/mca.0000000000000891. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study ¿coronary bifurcations treated with thin-strut drug-eluting stents: a prespecified analysis of the randomized comparison of biodegradable polymer and durable polymer drug-eluting stents in an all comers population trial.¿ bio-resort is a prospective, multicentre randomized clinical trial that included 3514 all-comer patients. 1,236 patients were included in the present analysis of which 409 patients were treated with resolute integrity rx coronary drug eluting stent (zotarolimus-eluting stents.) Clinical outcomes at 3 year follow up included non-cardiac death, cardiac death, target vessel-related and periprocedural myocardial infarction, target vessel revascularization (tvr), target lesion revascularization (tlr), probable stent thrombosis and definite stent thrombosis. Death was considered as cardiac unless an unequivocal noncardiac cause could be established.